Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Correction to field b1: adverse event and product problem should be selected if a product problem may have caused or contributed to the adverse event. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Dixon, c., cedano, e. R., pacik, d., vit, v., varga, g., wagrell, l., larson, t. R., and mynderse, l. A. (2016). Two-year results after convective radiofrequency water vapor thermal therapy of symptomatic benign prostatic hyperplasia. Research and reports in urology, volume 8, 207-216. Https://doi.org/10.2147/rru.s119596.

Event description:
It was reported to boston scientific via an article published in research and reports in urology, that a prospective, nonrandomized pilot study was conducted on patients treated with rezum with 2-year follow-up evaluations, however, the patients were scheduled to be followed annually for 5 years. The patients were treated in 3 international clinical centers: the dominican republic, czech republic, and sweden. A total of 65 men with moderate to severe lower urinary tract symptoms (luts) were included. 36 out of 65 patients were catheterized before discharge following the procedure, either as a precaution (15 patients) or due to inadequate voiding (14), hematuria (6), or dysuria (1) - conditions commonly associated with rigid cystoscopy. Additionally, 11 patients required catheterization after discharge, primarily due to urinary retention or travel convenience. Notably, no patients required catheterization for urinary retention during the 12 to 24-month follow-up period. Regarding adverse events, the patients experienced: urinary tract infections (uti), urinary urgency, poor stream, painful/discomfort, nocturia, urinary frequency, urethral secretion - without hematuria or stones, fever, terminal dribbling, scrotal pain and urinary incontinence-urge. For the 13 patients. Being suspected with utis, empirical antibiotics were given. Also, one patient to undergo another procedure. The study determinate that the rezum procedure offers a safe, effective, and durable outpatient treatment for benign prostatic hyperplasia (bph) - related lower urinary tract symptoms (luts), with minimal impact on sexual function and a low risk of serious adverse events. Given its favorable safety profile and sustained symptom relief over two years, it may be considered a first-line therapy for men seeking alternatives to long-term medication or invasive surgical procedures.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Dixon, c., cedano, e. R., pacik, d., vit, v., varga, g., wagrell, l., larson, t. R., and mynderse, l. A. (2016). Two-year results after convective radiofrequency water vapor thermal therapy of symptomatic benign prostatic hyperplasia. Research and reports in urology, volume 8, 207-216. Https://doi.org/10.2147/rru.s119596.

Event description:
It was reported to boston scientific via an article published in research and reports in urology, that a prospective, nonrandomized pilot study was conducted on patients treated with rezum with 2-year follow-up evaluations, however, the patients were scheduled to be followed annually for 5 years. The patients were treated in 3 international clinical centers: the dominican republic, czech republic, and sweden. A total of 65 men with moderate to severe lower urinary tract symptoms (luts) were included. 36 out of 65 patients were catheterized before discharge following the procedure, either as a precaution (15 patients) or due to inadequate voiding (14), hematuria (6), or dysuria (1) - conditions commonly associated with rigid cystoscopy. Additionally, 11 patients required catheterization after discharge, primarily due to urinary retention or travel convenience. Notably, no patients required catheterization for urinary retention during the 12 to 24-month follow-up period. Regarding adverse events, the patients experienced: urinary tract infections (uti), urinary urgency, poor stream, painful/discomfort, nocturia, urinary frequency, urethral secretion - without hematuria or stones, fever, terminal dribbling, scrotal pain and urinary incontinence-urge. For the 13 patients. Being suspected with utis, empirical antibiotics were given. Also, one patient to undergo another procedure. The study determinate that the rezum procedure offers a safe, effective, and durable outpatient treatment for benign prostatic hyperplasia (bph) - related lower urinary tract symptoms (luts), with minimal impact on sexual function and a low risk of serious adverse events. Given its favorable safety profile and sustained symptom relief over two years, it may be considered a first-line therapy for men seeking alternatives to long-term medication or invasive surgical procedures.